Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that a rebushing procedure and a tibial component revision of a distal femoral device is planned.